Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and upon testing it with a simulator, the reported issue was verified. The stm was unable to zero the transducer and also observed offset on ibp channel preventing zeroing of the transducer. The failure was isolated to the front end circuit, and to resolve the issue, the stm replaced the front end board which corrected the ibp zeroing failure. The stm also calibrated the front end board as outlined in the service manual and all functional and safety tests were performed per factory specifications. The iabp was returned to the customer and cleared for clinical use. Full event site name: (B)(6).

Event description:
The customer reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) could not zero transducer. There was no adverse event reported.

Manufacturer narrative:
The suspect front end board was returned to the national repair center (nrc) for failure analysis. A senior repair technician inspected the front end board and no visual damage was observed. The board was then installed into cs300 test fixture and was tested to factory specifications per the cs300 service manual and failed testing. The technician verified the reported failure "blood pressure does not zero". The board was scrapped per procedure due to the board failing a second time for the same failure.

Event description:
The customer reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) could not zero transducer. There was no adverse event reported.